Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; please reference the other medwatch report filed (for information regarding that device). Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received. The operative report was provided, however, the cause of death could not be learned from the information provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 3.6 months. The cause of death is unknown. It is also unknown if the death was device related. No further details were provided.